Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices after an ablation interventional procedure using an 8f sheath. Reportedly with both devices, the suture came out with the plunger with the knot being intact/formed (the suture didn't capture vessel). Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported malposition could not be confirmed as not all components were returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.